Event description:
It was reported that the atrial lead exhibited low impedance and noise via a merlin.net transmission. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.